Event description:
It was reported that the left ventricular lead was fractured and the impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead 2008 (B)(6); 7304 implantable cardioverter defibrillator (ICD) 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. There was also a flex fracture of the proximal conductor noted too.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.